Manufacturer narrative:
Siemens has completed the investigation performance of the submitted cassettes, lot 074322 was evaluated using three tech ops clinitek status+ instruments. Testing was completed using a pooled negative urine and a contrived positive urine contrived to a 25 miu/ml hcg target, which is the concentration listed in the customer insert as being minimum for a positive determination. Three replicate test results were collected with each solution on each instrument. Results: no false negative results were reported. Cassettes tested using the negative urine reported as negative with no test lines observed. Cassettes tested with the positive contrived urine showed visible test lines and reported as positive. Based on the data collected, the customer report of false negative hcg performance from clinitest hcg lot 074322, as reported in (B)(4), was not observed.

Manufacturer narrative:
Siemens has requested the reagent be returned for investigation. The customer requested any supporting documents or studies to show the comparison of urine to serum levels of hcg concentration. Siemens has provided the insert for the clinitest hcg. The customer has been advised that while a beta hcg result of 90.3 iu/l is within the detectable limit of the clinitest hcg test, the result of 38.3iu/l is not and would be considered negative. Per the hcg insert, "hormone levels greater than 25 miu/ml are reported as positive." "Recent studies suggest that urine hcg concentrations are approximately one-half of, or less than one-half, of corresponding serum hcg concentrations." Therefore a serum result of 38.3iu/l is equivalent to a urine result of 19.15iu/l, which is below the detectable limit of 25 iu/l and would be considered negative. The customer has since stated that the patient has been confirmed to be negative for pregnancy.

Event description:
The customer reported a negative urine hcg result on the clinitek status+ when compared to an at home pregnancy test, urine upt, run twice which was positive. In addition, a serum beta hcg was run on a non-siemens lab instrument on the same day as the urine and the result was positive. Two days later another serum beta hcg was run which was lower that the first test. The urine hcg was not repeated. The customer has since stated that the patient has been confirmed to be negative for pregnancy. There is no report of injury due to this event.